Manufacturer narrative:
Our field service engineer replaced the expiratory cassette and expiratory valve coil to correct the issues with a positive end expiratory pressure (peep) off level reading and, a clicking noise during pre-use checks. The expiratory valve coil was returned but not the expiratory cassette. The investigation of the returned expiratory valve coil and evaluation of received device logs has been completed. Received device logs confirmed the reported event with a peep low level alarm on the date of the event. The logs also showed a slight increase in the measured expiratory zero pressure value during pre-use checks after the event. The returned expiratory valve coil was tested in a reference ventilator. Several pre-use checks succeeded and simulated use tests of ventilation ran for several days without any deficiencies noted. The off peep level reading might be explained by a moist/condensing water issue in the expiratory pressure transducer tube at the day of the event, but this cannot be confirmed. Moist/condensing water in the expiratory pressure transducer tube may cause a false, or too low of a measured peep level and may be the cause for the reported issue. Our conclusion in this matter is that the returned expiratory valve coil was found to be within its functional specification.

Event description:
(B)(4).

Event description:
It was reported that the ventilator generated low peep (positive and expiratory pressure) alarms while connected to a patient. There was no harm to the patient. (B)(4).

Manufacturer narrative:
More information surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished.